Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. It was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. A blood glucose greater than 250mg/dl, with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the dates displayed in the black box data were incorrect due to inaccurate time/date settings. However, no reboot-events were observed in the black box data. Visual inspection revealed that the battery compartment was cracked, and the threads of the battery cap were damaged. The pump displayed intermittent power with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU). The reported event was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no internal defects were found. The reported event was directly caused by the battery cap damage. The other device failure was unrelated to the reported event.